Manufacturer narrative:
Explant performed.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal. However, the device experiencing a large number of corrupted bytes of memory in the firmware log. The error was likely the result of some corrupted ram variable or corruption of the firmware image. As a result, the device would need to go back through magnet reset. The patient presented into the clinic and magnet reset was performed. The s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that another battery error message has been displayed. A request was made to have data from this device analyzed. Data analysis was unable to confirmed the cause. Possible malfunction was suspected. The plan is clear the error and continue to monitor. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that upon interrogation, it was noted that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed there were no suspicious faults or resets, and the battery voltages were normal. However, the device experiencing a large number of corrupted bytes of memory in the firmware log. The error was likely the result of some corrupted ram variable or corruption of the firmware image. As a result, the device would need to go back through magnet reset. The patient presented into the clinic and magnet reset was performed. The s-ICD remains in service. No adverse patient effects were reported. Additional information received indicates that another battery error message has been displayed. A request was made to have data from this device analyzed. Data analysis was unable to confirmed the cause. Possible malfunction was suspected. The s-ICD remains in service. No adverse patient effects were reported.